Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in entire pelvis area/ pelvic pain"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. B21581) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included postpartum state and amenorrhea since 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("horrible pain in lower abdomen, right side/ severe cramping"), back pain ("horrible pain in back") and vulvovaginal pain ("vaginal pain"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. The patient had essure in place beginning at week (B)(6) of the pregnancy with a potential fetal exposure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2017. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, back pain and vulvovaginal pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter provided no causality assessment for back pain and pregnancy with contraceptive device with essure. The reporter commented: pregnancy occurred more than 3 months after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Gynaecological examination - on (B)(6) -2013: right implant:5 trail. Coils,left 9 trailing coils, hysterosalpingogram - on (B)(6) 2013: location satisfactory, both tubes blocked. Pregnancy test urine - on (B)(6) 2016: pregnancy confirmed. Ultrasound scan - in (B)(6) 2016: (B)(6) weeks pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2018: quality-safety evaluation of product technical problem. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in entire pelvis area/ pelvic pain"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) female patient who had essure (batch no. B21581) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included postpartum state and amenorrhea since 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("horrible pain in lower abdomen, right side/ severe cramping"), back pain ("horrible pain in back") and vulvovaginal pain ("vaginal pain"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. The patient had essure in place beginning at week (B)(6) of the pregnancy with a potential fetal exposure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2017. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, back pain and vulvovaginal pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter provided no causality assessment for back pain and pregnancy with contraceptive device with essure. The reporter commented: pregnancy occurred more than 3 months after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Gynaecological examination - on (B)(6) 2013: right implant:5 trail. Coils,left 9 trailing coils hysterosalpingogram - on (B)(6) 2013: location satisfactory, both tubes blocked pregnancy test urine - on (B)(6) 2016: pregnancy confirmed ultrasound scan - in (B)(6) 2016: (B)(6) weeks pregnancy quality-safety evaluation of ptc: in this case no product was returned. We conducted a review of the manufacturing batch record b21581 (production date apr-2013 and expiration date apr-2016) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Reported lot numer 23-018-dk is invalid. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The review of the manufacturing documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. No similar ae case reports were identified for the reported batch. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up from summons: event abdominal pain, vaginal pain and heavy abnormal bleeding was added. Event pelvic pain and severe cramping was clubbed with previously reported event. Essure start and stop date updated and action taken with drug was changed to drug withdrawn. Case category changed from other event to incident and case classification updated with potential legal case. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.